Event description:
The reporter states that the jaws of the instrument were locked on omentum tissue. The device was removed after an es pencil cut the tissue around the jaws. The blood loss was minor and easily controlled. No transfusion was necessary.

Manufacturer narrative:
The sample has been requested, but to date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.